Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure with a small-bore sheath. Reportedly, the device became stuck in the patient anatomy. The safety release button was used to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Due to the reported difficulty being related to interactions with the patient anatomy the complaint cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and subsequent treatment appears to be related to circumstances of the procedure. In this case it was reported that the device became stuck in the patient anatomy. It is likely based on the returned device state the port holes were pressed along with the safety release rod to release the rod. During efforts to remove the device the vessel locator wings and flex guide were bent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.